Event description:
Angio seal device was implanted in rt groin area without my consent and I have had problems with yeast infection ever since. I also have latex allergies and have had a great amount of pain since this device was implanted. I have had to find a different cardiologist, he claimed I had a prior heart attack and now he says I have had no heart attack. I also have had a great amount of leg and low back pain ever since this device was installed. I am autoimmune suppressed and he should have been aware of this before using this device in me. The info I was given clearly states that this device was not to be used on anyone with a autoimmune problem. He completely ignored this info. I had no idea he was going to do this or I could have had the closure with a different method.